Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain and post lumbar laminectomy syndrome. It was reported that the patient was having problems setting it on certain programs to get maximum relief since the past week. They stated they have group a and b but neither groups were helping their pain; their pain is going all the way to their ankles. The patient considers this a sudden change in therapy/symptoms. An appointment with a manufacturer's representative was set up for (B)(6) 2017 to try and resolve the issues. No further complications reported.